Event description:
MFR rep reported pt implanted with spinal cord stimulator recently developed a neurological deficit/dysfunction (bowel, bladder, and extremity weakness). MFR rep states the symptoms are present whether the ipg is on or off. The percutaneous lead is placed retrograde in the sacral area for perineal pain. No report of device explantation. A follow-up report will be sent if additional info is received.